Manufacturer narrative:
H6: medical device problem code - appropriate term/code not available (3191): suspect positive bi, load not recalled the batch history record was reviewed for the sterrad velocity¿ bi, and test specifications for product release were met. No issues were observed that would contribute to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported a suspect positive result with a sterrad velocity¿ biological indicator (bi) after a completed sterrad® cycle. The load was released and used on a patient before the bi result was determined. There was no report of infection, injury or harm to patient(s) associated with this event. Although no harm or injury has been reported, and no prior incidents have resulted in serious adverse events, asp has decided to report all incidents of suspected positive sterrad velocity¿ bi when the involved load is released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
Asp product analysis lab received the velocity¿ biological indicator (bi) for evaluation. The visual analysis of the returned sample did not exhibit any defects that would contribute to the reported issue. Based on the visual analysis, the reported positive bi issue cannot be verified, and the complaint cannot be confirmed from the returned product. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the batch history record, trending analysis of the lot number, system risk analysis (sra), and visual analysis. Trending analysis by lot number was reviewed from bi manufacture date to complaint open date and trending was not exceeded. Review of risk documentation shows the risk for exposure to biohazardous, pathogenic or infectious material to be "low." It was noted that tape was not removed from the growth reservoir prior to placing the bi in the velocity reader, and there may be marks placed on the barcode or the sterilant ingress windows. Additionally, it was reported that subsequent bi was negative. The most likely assignable cause for the suspected positive bi may be attributed to user error. The batch history review found no anomalies that would contribute to the complaint issue. The product was returned for visual analysis and the issue could not be confirmed. A customer letter will be sent for retraining on the correct process as per the sterrad velocity¿ bi instructions for use: ¿remove any tape from the growth reservoir prior to placing the bi in the reader. The tape will obstruct the fluorescence detection causing misleading results.¿ ¿do not place marks on the barcode or sterilant ingress windows. Placing marks on the barcode may interfere with the barcode reader¿s ability to retrieve barcode data. Placing marks on the sterilant ingress windows could puncture the label material.¿ ¿if a positive result is observed: 1. Follow the current hospital or healthcare facility¿s policies and procedures regarding quarantine, or retrieval, and reprocessing of potentially non-sterile instruments and notification of the physician(s). 2. Repeat the test with a second bi.¿ the issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).